Event description:
It was reported that the patient was admitted to the hospital for chest pain. A remote interrogation of the implantable cardioverter defibrillator was performed. Upon review boston scientific technical services (ts) found atrial oversensing on the presenting and stored electrograms. Ts noted that the atrial oversensing appeared to be chronic. No additional adverse patient effects were reported. No additional information is available. If additional information becomes available the report will be updated at that time.